Event description:
The facility reported a colleague infusion pump with the reported condition that "no mains ac icon displayed on the front panel". It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that the device is new and has records only for preparation and installation. A device history revealed that the pump failed accuracy reading. The pump head module (phm) was recalibrated & pump subsequent testing. The user interface module software version of this pump is 7.01.00.

Manufacturer narrative:
(B)(4). This device was not sent to baxter for device evaluation or repair. Therefore, the reported condition cannot be confirmed nor can an assignable cause be provided. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.